Event description:
A site reported to rxsight that a patient had a light adjustable lens (lal, sn (B)(6), +7.0d) implanted in the left eye on (B)(6) 2022. On (B)(6) 2024, 19 months after the original implantation, the lal was explanted due to the development of cellular deposits that affected the patient's vision. An intraocular lens from a different manufacturer was implanted as a replacement. Rxsight's first awareness of the event was on 07/09/2024. Reference report #3012712027-2024-00072 for the report on the right eye.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4).